Event description:
It was reported that a caller experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check and no issues were identified. The customer replaced pump supplies as necessary and resumed insulin.